Manufacturer narrative:
Product analysis :macroscopic and optical examination revealed thread crest/flank damage; this damage appears to have initiated near the start of the thread, and is evident around the damaged portion of the thread. Functional evaluation with a sample mas head found the set screw was unable to be fully engaged. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Manufacturer narrative:
(B)(6). (B)(4). The product was not returned to manufacturer for evaluation therefore cause of event cannot be detrmined.

Event description:
It was reported that on (B)(6) 2016, intra-op, the screw was found to slip. The product came in contact with the patient. The screw did not break. No patient complications were reported as a result of the event.